Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump inlet and outlet valves required a pull open current that exceeded the specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced muscle contraction and pain. The pump was subsequently explanted.